Manufacturer narrative:
Per the instructions for use (IFU): gi bleed is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the clinical database that the patient was admitted to the hospital with a hemoglobin of 5.4 g/dl with concerns of recurrent gastrointestinal (gi) bleeding and anemia. The patient subsequently received intravenous fluids (ivf) and 3 units of packed red blood cells (uprbcs) resulting in significant improvement of her symptoms. The patient's hemoglobin increased to 8.2 g/dl. The gastroenterologist (gi) was consulted and after review of previous esophagogastroduodenoscopy (egd) and colonoscopy records, a push-enteroscopy was recommended. Hemoglobins were reported to be stable at discharge and the gi suspected that she had a slow duodenal of jejunal gi bleed. The patient was scheduled for repeat labs two days following discharge and an outpatient push-enteroscopy depending on the trajectory of her gi bleed. She was re-admitted to the hospital and found to be quite anemic with a hemoglobin level of 7.7 g/dl with downtrend to 6.6 g/dl on recheck. This was felt to be attributed to her known gi bleeding secondary to arteriovenous malformations (avms) and possible bone marrow suppression in the setting of her lymphoma. She was hemoccult negative. No intervention was pursued this admission given her recent extensive work up. The patient had a follow-up visit scheduled with her gastroenterologist who would consider a repeat egd. She was transfused with a total of 2 upbcs with a discharge hemoglobin and hematocrit (h&h) of 8.5 g/dl/25.6. The event reportedly resolved on (B)(6) 2015. Her labs were to be rechecked on (B)(6) 2015 with reports sent to her outpatient. The adverse event was deemed unrelated to the lvad procedure, lvad system, and related to the patient's condition.

Manufacturer narrative:
Additional information: the patient was initially admitted to the hospital on (B)(6) 2015 and discharged home on (B)(6) 2015. The patient was re-admitted to the hospital on (B)(6) 2015 and discharged home on (B)(6) 2015. Though the medical team reported this event to most likely related to patient condition gi bleeding and avm's are known inherent risks associated with use of the device. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed include the non-pulsatile pump, device-required therapy, and related comorbidities; specifically the patient's concurrent diagnosis of lymphoma. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.